Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua200159. The following information was provided by the initial reporter: customer reports one patient with multiple discrepant result for cat 44500301. Steps taken with customer/troubleshooting: customer states a hospitalized patient has been tested multiple times using bd sars-cov-2 and biogx, and the results, while 7 out of 8 times, were positive, the detected targets varied.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 0338466, 0353962 and 1005842 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lots 0338466, 0353962 and 1005842 were manufactured according to specifications and met performance requirements. Customer reported one patient who was tested multiple times with the bd sars cov-2 reagents and biogx sars-cov-2 osr for bd max system and obtained discrepant results. Customer provided six runs performed with the bd sars-cov-2 reagents, on instrument ct1784 and, six other runs, performed with the biogx sars-cov-2 reagents with the same instrument for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. The customer¿s udp settings for the biogx sars-cov-2 reagents also corresponds to those described in the package insert instruction for use (p0251). The customer is also concerned about the changes in the target result that is positive for one assay but negative with the other assay. Customer noted instances where the results were negative, but the curves were like ¿jagged/wiggly¿ (not smooth). Manual pcr curve adjudication was conducted for all samples from this patient. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves from all positive samples show true but low amplification, without anomaly. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. As for the negative sample, not atypical curve was observed. Since the customer likely cannot see the y axis labels, the noise obtained for a negative result would appear more amplified with the auto-scale view in the results tab. This is especially apparent when there are no other sample in the same run with a strong positive amplification (to expand the y-axis scale). Bd was unable to confirm the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 0338466, 0353962 and 1005842. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer reports one patient with multiple discrepant result for cat 44500301. Steps taken with customer/troubleshooting: customer states a hospitalized patient has been tested multiple times using bd sars-cov-2 and biogx, and the results, while 7 out of 8 times, were positive, the detected targets varied."